Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a motor error, a motion sensor test failure, and a motor position encoder error alarms. The customer's blood glucose level was not reported. The product will return. Nothing further to report.

Manufacturer narrative:
The insulin passed the rewind, basic occlusion, prime and displacement tests. The insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the insulin and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to verify alarms in the alarm history due to history file over written. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.